Manufacturer narrative:
Age and weight are unknown. This report is for a vectra t plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an anterior cervical discectomy and fusion (acdf) surgery at c5-7 on an unknown date. The patient returned to the operating room on (B)(6) 2015 for revision surgery because of adjacent level cervical disease (alcd) at c3-5. During the procedure while the surgeon was removing the vectra t plate at c5 level, which had bone overgrowth on it, the screwdriver was not being properly seated and the tip of screwdriver sheared off. The fragment tip was retrieved. A similar instrument was available to successfully complete the procedure. Two screws were explanted and a plate was implanted at c5. There was no harm reported to the patient. There was no surgical delay reported. The patient was stable after this event. This report is for a vectra t plate. This is report 2 of 2 for (B)(4).